Event description:
Patient in procedure. Cryo probe did not work. Probe was removed and new probe used after checking in with the rep. Defective probe was given to personnel responsible. Contacted erbe and they are sending a replacement and will take the probe back for inspection. Clinical site contacted mfg refp directly and erbe sent a replacement and will take the probe back for inspection.